Event description:
Reported as: cutter could not retract.

Manufacturer narrative:
Additional info: investigation of returned device noted that there was damage to the cutter housing and the cutter edge was missing. At the time of this report, attempts at follow-up with the customer have been unsuccessful. If additional info is rec'd, a follow-up report will be submitted.